Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm vticm5_13.2, -630/1.0/101 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye on (B)(6) 2023. The lens tear/break during injection/deliver into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2023 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).